Event description:
The facility representative reported a flogard infusion pump that did not work. Upon further investigation, the quality engineer confirmed the reported condition as failure code 67. It is unknown in which care area or at which process step that this event occurred. There was no report of patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. Device evaluation: the reported condition was confirmed during device evaluation as failure code 67. Evaluation was performed onsite by a field service representative. The reported condition was caused by a short circuit in the back-up batteries. The back-up batteries were reconnected to resolve the reported condition. A service history review revealed no prior service events related to the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.